Manufacturer narrative:
The product in question was not returned to the MFR for analysis; therefore, the MFR's investigation of this event was limited to a review of the device history records (DHR) and trend analysis. A review of the DHR revealed that the product in question met all MFR specs upon release to finished goods. A trend analysis was performed on similar incidents for this catalog/lot # and no trends were identified. No other events of this nature have been reported for this lot #. The report states surgeon and resident mixed two 10cc kits. The material was transferred to the syringe without difficulty, but they encountered problems injecting the material from the syringe. The material was returned to the bulb(s) for rehydration. The report does not state the amount of saline added to rehydrate the material. It was also stated that, the surgeon then used another mfg's 12 gauge x 4 inch needle to inject the product. Based on the info provided and the results of the MFR's investigation of this event, no conclusion can be drawn as to the cause of the problem injecting the material. However, it appears that the surgeon did not deliver the material to the defect site according to the MFR's instructions for use (IFU). Additionally, using an amount of mixing solution different from the specified dose may alter the consistency of the material adversely affecting the setting reaction and effectiveness of the implant. The MFR's rep has contacted the distributor with the above info and recommended they contact the surgeon and inform him/her that based on the above info; the pt should be monitored. No further details are available. The MFR is now closing the file on this event; however, should add'l info become available in the future, the MFR will reopen its investigation of this event.

Event description:
On 2/28/2007, the MFR rec'd a report via e-mail from the distributor that states the following: two 10 cc product kits were placed on the field for use. The tech mixed the recommended amounts of saline to the bulbs and mixed product. After injecting the product into the first two syringes (10cc) and trying to inject percutaneously through another MFR's needle without success, more saline was added with the product back in its bulb. Injecting product was more difficult and unpredictable. It would either not flow at all or came out all at once. Only about 10cc ended up being successfully delivered. No further info was provided at this time.